Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient receiving fentanyl (unknown dose and concentration) and an unknown drug via an implantable pump for spinal pain. It was reported on saturday ((B)(6) 2020), the patient could not get a bolus. The patient's personal therapy manager (ptm) showed a bell and 8286 code and the pump had been making the two toned alarm sound. The patient stated their refill date was not until the 20th. The meaning of the code 8286, empty and stopped pump was reviewed. The patient said they got the pump for severe lower back and neck pain. When asked about symptoms, the patient stated they have had some discomfort, but she has been using a lot of ice on her back. The patient stated they would be seeing their healthcare professional (hcp) at 10:30 on the date of this call.